Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), anxiety ("anxiety"), abdominal distension ("bloating"), arthralgia ("joint pain") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, migraine, anxiety, abdominal distension, arthralgia and weight increased outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, fatigue, migraine, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, radiates down legs / pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea. Concomitant products included atorvastatin, fluoxetine, lorazepam, metformin, pantoprazole and vitamin b complex (vitamin b). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines / headaches / sore on head"), anxiety ("anxiety"), abdominal distension ("bloating"), arthralgia ("joint pain"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("inflammation/ entire body is inflamed"), depression ("depression"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge large amount of clear to brown, thick mucousy, foul smelling discharge"), change of bowel habit ("changes in bowel movements"), abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia") with pain, hyperaesthesia ("extremely sensitive to touch or pressure"), skin lesion ("skin conditions type: sore on head"), pain in extremity ("extremities pain"), myalgia ("muscles burning"), mood swings ("mood swings"), night sweats ("night sweat"), sinusitis ("increase in number of sinus infection"), nasopharyngitis ("colds / ailments"), blister ("scalp blister"), rash ("skin break out"), dizziness ("lightheaded"), gastric disorder ("weak stomach"), back pain ("severe in lower groin area across lower back"), groin pain ("severe in lower groin area across lower back"), muscular weakness ("muscle weakness"), feeling abnormal ("brain fog"), gait disturbance ("hard to walk up stairs or long distances"), epistaxis ("nose bleeds"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d & c on (B)(6) 2009 and ablation, laparoscopy and excision of ovarian cyst on (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and mood altered was resolving and the genital haemorrhage, ovarian cyst, migraine, anxiety, abdominal distension, arthralgia, weight increased, irritability, vaginal haemorrhage, menorrhagia, inflammation, depression, hypertension, nausea, vaginal discharge, change of bowel habit, abdominal pain lower, fibromyalgia, hyperaesthesia, skin lesion, pain in extremity, myalgia, mood swings, night sweats, sinusitis, nasopharyngitis, blister, rash, dizziness, gastric disorder, back pain, groin pain, muscular weakness, feeling abnormal, gait disturbance, epistaxis, hormone level abnormal, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, blister, blood disorder, cardiac disorder, change of bowel habit, depression, dizziness, dysmenorrhoea, epistaxis, fatigue, feeling abnormal, fibromyalgia, gait disturbance, gastric disorder, genital haemorrhage, groin pain, hormone level abnormal, hyperaesthesia, hypertension, inflammation, irritability, menorrhagia, migraine, mood altered, mood swings, muscular weakness, myalgia, nasopharyngitis, nausea, night sweats, ovarian cyst, pain in extremity, pelvic pain, rash, sinusitis, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlussion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, radiates down legs / pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sleep apnea. Concomitant products included atorvastatin, fluoxetine, lorazepam, metformin, pantoprazole and vitamin b. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines / headaches / sore on head"), anxiety ("anxiety"), abdominal distension ("bloating"), arthralgia ("joint pain"), weight increased ("weight gain"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("inflammation/ entire body is inflamed"), depression ("depression"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge large amount of clear to brown, thick mucousy, foul smelling discharge"), change of bowel habit ("changes in bowel movements"), abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia") with pain, hyperaesthesia ("extremely sensitive to touch or pressure"), skin lesion ("skin conditions type: sore on head"), pain in extremity ("extremities pain"), myalgia ("muscles burning"), mood swings ("mood swings"), night sweats ("night sweat"), sinusitis ("increase in number of sinus infection"), nasopharyngitis ("colds / ailments"), blister ("scalp blister"), rash ("skin break out"), dizziness ("lightheaded"), gastric disorder ("weak stomach"), back pain ("severe in lower groin area across lower back"), groin pain ("severe in lower groin area across lower back"), muscular weakness ("muscle weakness"), feeling abnormal ("brain fog"), gait disturbance ("hard to walk up stairs or long distances"), epistaxis ("nose bleeds"), hormone level abnormal ("hormonal changes"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (d & c on (B)(6) 2009 and ablation) and surgery (laparoscopy and excision of ovarian cyst on (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and mood altered was resolving and the genital haemorrhage, ovarian cyst, migraine, anxiety, abdominal distension, arthralgia, weight increased, irritability, vaginal haemorrhage, menorrhagia, inflammation, depression, hypertension, nausea, vaginal discharge, change of bowel habit, abdominal pain lower, fibromyalgia, hyperaesthesia, skin lesion, pain in extremity, myalgia, mood swings, night sweats, sinusitis, nasopharyngitis, blister, rash, dizziness, gastric disorder, back pain, groin pain, muscular weakness, feeling abnormal, gait disturbance, epistaxis, hormone level abnormal, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, blister, blood disorder, cardiac disorder, change of bowel habit, depression, dizziness, dysmenorrhoea, epistaxis, fatigue, feeling abnormal, fibromyalgia, gait disturbance, gastric disorder, genital haemorrhage, groin pain, hormone level abnormal, hyperaesthesia, hypertension, inflammation, irritability, menorrhagia, migraine, mood altered, mood swings, muscular weakness, myalgia, nasopharyngitis, nausea, night sweats, ovarian cyst, pain in extremity, pelvic pain, rash, sinusitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlussion. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet- new events moody, irritable, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, inflammation, depression, high blood pressure, nausea, dysmenorrhea(cramping), vaginal discharge, changes in bowel movements, cramping, fibromyalgia, ovarian cyst, extremely sensitive to touch or pressure, pain in extremities, muscle burning, mood swings, night sweat, sinus infection, colds, blister, rash, dizziness, gastric disorder, groin and back pain, muscle weakness, brain fog, hard to walk, nose bleeds, hormonal changes, blood and cardiac disorder were added. Lot number was provided: 627292. She underwent bilateral salpingectomy, d&c and ablation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, radiates down legs / pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea. Concomitant products included atorvastatin, fluoxetine, lorazepam, metformin, pantoprazole and vitamin b complex (vitamin b). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines / headaches / sore on head"), anxiety ("anxiety"), abdominal distension ("bloating"), arthralgia ("joint pain"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("inflammation/ entire body is inflamed"), depression ("depression"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge large amount of clear to brown, thick mucousy, foul smelling discharge"), change of bowel habit ("changes in bowel movements"), abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia") with pain, hyperaesthesia ("extremely sensitive to touch or pressure"), skin lesion ("skin conditions type: sore on head"), pain in extremity ("extremities pain"), myalgia ("muscles burning"), mood swings ("mood swings"), night sweats ("night sweat"), sinusitis ("increase in number of sinus infection"), nasopharyngitis ("colds / ailments"), blister ("scalp blister"), rash ("skin break out"), dizziness ("lightheaded"), gastric disorder ("weak stomach"), back pain ("severe in lower groin area across lower back"), groin pain ("severe in lower groin area across lower back"), muscular weakness ("muscle weakness"), feeling abnormal ("brain fog"), gait disturbance ("hard to walk up stairs or long distances"), epistaxis ("nose bleeds"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d & c on (B)(6)2009 and ablation, laparoscopy and excision of ovarian cyst on (B)(6)2017 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, fatigue, mood altered and mood swings was resolving and the genital haemorrhage, ovarian cyst, migraine, anxiety, abdominal distension, arthralgia, weight increased, irritability, vaginal haemorrhage, menorrhagia, inflammation, depression, hypertension, nausea, vaginal discharge, change of bowel habit, abdominal pain lower, fibromyalgia, hyperaesthesia, skin lesion, pain in extremity, myalgia, night sweats, sinusitis, nasopharyngitis, blister, rash, dizziness, gastric disorder, back pain, groin pain, muscular weakness, feeling abnormal, gait disturbance, epistaxis, hormone level abnormal, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, blister, blood disorder, cardiac disorder, change of bowel habit, depression, dizziness, dysmenorrhoea, epistaxis, fatigue, feeling abnormal, fibromyalgia, gait disturbance, gastric disorder, genital haemorrhage, groin pain, hormone level abnormal, hyperaesthesia, hypertension, inflammation, irritability, menorrhagia, migraine, mood altered, mood swings, muscular weakness, myalgia, nasopharyngitis, nausea, night sweats, ovarian cyst, pain in extremity, pelvic pain, rash, sinusitis, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: total bilateral occlussion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event outcome of mood swings was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, radiates down legs / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea. Concomitant products included atorvastatin, fluoxetine, lorazepam, metformin, pantoprazole and vitamin b complex (vitamin b). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced inflammation ("inflammation/ entire body is inflamed"). In 2012, the patient experienced migraine ("migraines / headaches / sore on head"), abdominal distension ("bloating"), mood altered ("moody"), irritability ("irritable") and change of bowel habit ("changes in bowel movements"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), anxiety ("anxiety"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge large amount of clear to brown, thick mucousy, foul smelling discharge"), abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia") with pain, hyperaesthesia ("extremely sensitive to touch or pressure"), skin lesion ("skin conditions type: sore on head"), pain in extremity ("extremities pain"), myalgia ("muscles burning"), mood swings ("mood swings"), night sweats ("night sweat"), sinusitis ("increase in number of sinus infection"), nasopharyngitis ("colds / ailments"), blister ("scalp blister"), rash ("skin break out"), dizziness ("lightheaded"), gastric disorder ("weak stomach"), back pain ("severe in lower groin area across lower back"), groin pain ("severe in lower groin area across lower back"), muscular weakness ("muscle weakness"), feeling abnormal ("brain fog"), gait disturbance ("hard to walk up stairs or long distances"), epistaxis ("nose bleeds"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), pain of skin ("hurt when touched"), malaise ("always seem sick"), peripheral swelling ("legs swell during the day"), dyskinesia ("have muscle jerking") and tremor ("I shake all the time") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with colonoscopy and endoscopy and surgery (d & c on (B)(6) 2009 and ablation, laparoscopy and excision of ovarian cyst on (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, fatigue, mood altered and mood swings was resolving and the genital haemorrhage, ovarian cyst, migraine, anxiety, abdominal distension, arthralgia, weight increased, irritability, vaginal haemorrhage, menorrhagia, inflammation, depression, hypertension, nausea, vaginal discharge, change of bowel habit, abdominal pain lower, fibromyalgia, hyperaesthesia, skin lesion, pain in extremity, myalgia, night sweats, sinusitis, nasopharyngitis, blister, rash, dizziness, gastric disorder, back pain, groin pain, muscular weakness, feeling abnormal, gait disturbance, epistaxis, hormone level abnormal, blood disorder, cardiac disorder, pain of skin, malaise, peripheral swelling, dyskinesia and tremor outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, blister, blood disorder, cardiac disorder, change of bowel habit, depression, dizziness, dyskinesia, dysmenorrhoea, epistaxis, fatigue, feeling abnormal, fibromyalgia, gait disturbance, gastric disorder, genital haemorrhage, groin pain, hormone level abnormal, hyperaesthesia, hypertension, inflammation, irritability, malaise, menorrhagia, migraine, mood altered, mood swings, muscular weakness, myalgia, nasopharyngitis, nausea, night sweats, ovarian cyst, pain in extremity, pain of skin, pelvic pain, peripheral swelling, rash, sinusitis, skin lesion, tremor, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlussion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received- new events I shake all the time and have muscle jerking were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, radiates down legs / pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea. Concomitant products included atorvastatin, fluoxetine, lorazepam, metformin, pantoprazole and vitamin b complex (vitamin b). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines / headaches / sore on head"), anxiety ("anxiety"), abdominal distension ("bloating"), arthralgia ("joint pain"), mood altered ("moody"), irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("inflammation/ entire body is inflamed"), depression ("depression"), hypertension ("high blood pressure"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge large amount of clear to brown, thick mucousy, foul smelling discharge"), change of bowel habit ("changes in bowel movements"), abdominal pain lower ("cramping"), fibromyalgia ("fibromyalgia") with pain, hyperaesthesia ("extremely sensitive to touch or pressure"), skin lesion ("skin conditions type: sore on head"), pain in extremity ("extremities pain"), myalgia ("muscles burning"), mood swings ("mood swings"), night sweats ("night sweat"), sinusitis ("increase in number of sinus infection"), nasopharyngitis ("colds / ailments"), blister ("scalp blister"), rash ("skin break out"), dizziness ("lightheaded"), gastric disorder ("weak stomach"), back pain ("severe in lower groin area across lower back"), groin pain ("severe in lower groin area across lower back"), muscular weakness ("muscle weakness"), feeling abnormal ("brain fog"), gait disturbance ("hard to walk up stairs or long distances"), epistaxis ("nose bleeds"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), pain of skin ("hurt when touched"), malaise ("always seem sick") and peripheral swelling ("legs swell during the day") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d & c on (B)(6) 2009 and ablation, laparoscopy and excision of ovarian cyst on (B)(6)2017 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, fatigue, mood altered and mood swings was resolving and the genital haemorrhage, ovarian cyst, migraine, anxiety, abdominal distension, arthralgia, weight increased, irritability, vaginal haemorrhage, menorrhagia, inflammation, depression, hypertension, nausea, vaginal discharge, change of bowel habit, abdominal pain lower, fibromyalgia, hyperaesthesia, skin lesion, pain in extremity, myalgia, night sweats, sinusitis, nasopharyngitis, blister, rash, dizziness, gastric disorder, back pain, groin pain, muscular weakness, feeling abnormal, gait disturbance, epistaxis, hormone level abnormal, blood disorder, cardiac disorder, pain of skin, malaise and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, blister, blood disorder, cardiac disorder, change of bowel habit, depression, dizziness, dysmenorrhoea, epistaxis, fatigue, feeling abnormal, fibromyalgia, gait disturbance, gastric disorder, genital haemorrhage, groin pain, hormone level abnormal, hyperaesthesia, hypertension, inflammation, irritability, malaise, menorrhagia, migraine, mood altered, mood swings, muscular weakness, myalgia, nasopharyngitis, nausea, night sweats, ovarian cyst, pain in extremity, pain of skin, pelvic pain, peripheral swelling, rash, sinusitis, skin lesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: total bilateral occlussion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and social media received: events: hurt when touched, sick, legs swell were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.